Manufacturer narrative:
The reported defect "crack was observed at 78cm from the tip on distal lumen during set up" was confirmed. Examination revealed that the catheter body was found to have a puncture located about 78 centimeters from the catheter tip. The puncture entered the inflation and distal lumen. The catheter was found to have what appeared to be a puncture in 0.06" in the outer body tube, located 78 centimeters proximal of the catheter tip and entering the inflation lumen and distal lumen. Other through lumens were patent without any leakage. There was no visible damage observed on the balloon latex. The contamination shield and introducer were not returned. The monoject 0.8cc syringe was returned. Please note that there is 100% leak testing performed on the inflation lumen during manufacturing after the balloon is mounted. A review of the device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that a crack was observed at 78 centimeters from the tip on distal lumen during set up. Follow up indicated that the catheter was prepped before use, the balloon inflated, and the catheter was flushed. Leakage was observed from the catheter body when the distal lumen was prepared before use. There were no patient complications reported.